Manufacturer narrative:
Analysis received the unit with blank display due to corroded electronic assembly. Also, there was moisture damage found on the motor home switch. Analysis was unable to verify the display anomaly.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer's mother stated there is fluid under the lcd display. She stated the insulin pump was not dropped. She stated there are no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.